Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0q0uw, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, lot # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that since implant the implantable neurostimulator (ins) had pushed deeper into the patient¿s hip and it was not lying flat like when they first got the implant. The device was meant to help with the patient¿s bladder spasms caused by multiple sclerosis (ms), urge frequency/incontinence, and bowel incontinence. The patient still had 100cc of urine residual and they still had bowel incontinence. The patient wanted to know how stimulation should be adjusted. The patient increased stimulation to try and help with the spasms and they were getting stimulation in their knee and heel, and occasionally their foot flexed. It was noted that the patient wore a brace for their back, otherwise they had pain when the brace was off. The patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient¿s appointment was not set yet. The patient also still had concerns with their device or therapy, but had not sought further help. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.